Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left common iliac artery. A 10x20x75mm wallstent¿ rp endoprosthesis was deployed to the lesion. However, a non-bsc guide wire became stuck with the guide wire lumen. The guide wire was removed and a "yellow object" part of the wall was noted sticking to the guide wire. The device could not be retrieved due to infectious disease and the procedure was completed. No patient complications nor injuries were reported.